Manufacturer narrative:
UDI field not sufficient to hold all digits, should read: (B)(4).

Event description:
It was reported that during a lead extraction procedure, the patient experienced a tear to the superior vena cava (svc). Reportedly, this was a procedure to remove an infected ICD lead implanted in the right ventricle (rv). A glidelight laser sheath was used to advance down the lead until a tear to the svc was identified. A sternotomy was performed and the patient was placed on bypass while the tear was successfully repaired.